Event description:
It was reported that post heart transplant, the patient was transferred to the ICU. Patient required pacing and an external pulse generator (epg) was attached with new batteries and working during the evening shift. Night staff observed that the patient's pacing spikes were absent from the patient's telemetry monitoring. The nurse went to check on the patient and the epg was then noted to have turned off. The next morning the epg switched off again while the physio was walking the patient. The patient was not pacemaker dependent, no patient complications were reported as a result of this event. It was further reported that the epg has been returned for repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The device passed functional and bench testing with no anomalies found. It was noted that the lower case was broken, the upper case was broken and corroded, the battery release was contaminated, both bail covers were broken, the battery contacts were compressed and the keyboard was scratched. There was also evidence of non-medtronic personnel tampering with the device: wrong adhesive was on the keyboard and display connectors, this was unable to be removed, and the encoder pins were bent/damaged. (B)(4).